Event description:
It was reported a patient underwent an unknown surgery on (B)(6) 2025 and a drain was used. The drain had adhered to the trocar needle. This event was found before use. Another product was used to complete the case. There were no adverse consequences to the patient. Further details are not provided. Upon receipt and evaluation, the drain had a fine chip-off mark on upper surface.

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Please clarify what is the quantity of product involved for each lot: unk - please perform and document the follow up attempt for product return. The device has been received at (B)(6) and will be shipped. Please check rmao. - please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq): (B)(6). H3 evaluation: complaint sample review: complaint samples of drain with trocar were received for evaluation, all the products were inspected visually, sample c: no sticking mark visible on trocar but a fine chip-off mark on upper surface of the drain was visible while inspected under magnification as per standard practice, 100% functional test and 100% visual inspection was carried out, before and after packing of finished goods, prior to the product release. There was no scope to miss such defect, at manufacturing / release stage. Documents review: during investigation of complaint, batch review of in-process and final packaging inspections, as well as the manufacturing process is performed, these products are reported to be manufactured, inspected, and packaged in conformance with customer's specifications and have been found to be acceptable within all parameters. No discrepancy as per the reported defect is observed. Retention sample review: no negative observation was found. Review of defective sample's image / video: not applicable, as there was no complaint sample image / video received for evaluation. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.